Manufacturer narrative:
Visual inspection : the crossflow console was received with cracked front panel, bent chassis cover and old sensor bracket. Functional inspection : the pump booted up with the following software version: 01.03.07. The critical error log was reviewed and there were no errors experienced by the customer. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The customer complaint was not duplicated. However, recommend to have software upgrade, the bracket sensor and front panel replaced. The probable root causes could be (1) user misuse - the pump was dropped due to presence of cracked front panel and bent chassis cover (2) user settings (3) kinked outflow tubing or (4) defective pressure sensor bracket. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy, the shoulder blew up and was swollen. The procedure could finished by intraoperative exchange of the crossflow pu. The surgical delay was approximately 30 minutes. It was reported that the excessive swelling was observed without any medical intervention, adverse consequence, or injury to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy, the shoulder blew up and was swollen. The procedure could finished by intraoperative exchange of the crossflow pu. The surgical delay was approximately 30 minutes. It was reported that the excessive swelling was observed without any medical intervention, adverse consequence, or injury to the patient.